Event description:
Patient underwent total knee arthroplasty on (B) (6) 2009. Subsequently, patient was revised on (B) (6) 2010, due to collapse of the lateral side of the medial tibial plateau.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B) (6).. Evaluation of the returned component found that it was covered with scratches, gouges and impressions. The anterior lock pin slot has damage, but it is not known if the damage occurred during removal. The edges are mushroomed, especially on the medial side. The articulating surfaces are covered with scar/gouge marks. Evaluation of the component under higher magnification identified dark particulate debris embedded in the surface. The roughened surface of the bearing is consistent with damage caused by foreign particles.